Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Received a multipolar bipolar liner assembly with its split poly ring disassembled from the unit. Device and components were found to be conforming as measured, both in warsaw and ponce. Functionally, the split poly ring assembled to the liner as intended. The device history records were reviewed and all product was found to be conforming, with the exception of a single unit that was scrapped due to a cosmetic defect unrelated to the complaint issue. This lot of split poly rings was only used in this lot of liner assemblies, and no other liner assemblies from this manufacturing lot have received complaints. The investigation was completed at ponce and their report concluded that there was not evidence to support that the cause is related to the manufacturing process and that containment was not necessary at this time. With the information provided, a definitive root cause for the event cannot be determined with certainty.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the locking ring was outside of the liner assembly upon opening. An alternate liner assembly was used.